Manufacturer narrative:
Concomitant medical products 8042b crtp, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and right ventricular (rv) lead were extracted due to infection. No further patient complications have been reported as a result of this event.